Event description:
It was reported to philips that the device failed the ECG portion of the operational check. It was observed that an ECG malfunction error appeared on the display. There was no reported patient involvement.